Manufacturer narrative:
Additional information: analysis revealed that damage occurred to the catheter body and/or guidewire during the implant procedure; there was difficulty with the catheter/guidewire interaction. The complete distal portion of the catheter, in four separate segments, and its guidewire were returned for analysis. Other than the proximal end of segment 1, all the other ends of the segments were torn and also split which is consistent with shearing. There were also some separate shear holes on segment 1. The guidewire itself had some damage to its windings at about 3.5 cm from its distal tip. There were also some slight bends in the guidewire along with a more significant bend very near the guidewire handle.

Event description:
It was reported that the catheter broke at the distal segment, when the surgeon attempted to remove the guide wire. There were no injuries or adverse events as a result of this event. There were no patient symptoms or injuries.

Manufacturer narrative:
(B)(4). Device analysis was not complete at the time of this submission. A supplemental report will be filed upon completion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.